Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified. Subject device was received on feb 23, 2015. A service and repair evaluation was performed for the subject device. The repair technician reported ¿missing parts¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. The complaint condition of missing screws was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after undergoing the automated washing process, the screws of the synframe half ring were found missing. There was no case or patient involvement. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed. A investigation summary was conducted. The report indicates that the synframe access and retractor system allows direct visualization and stable retraction for less invasive spine surgery. The core function of the ring device is to provide a rigid connection to the desired retractor blades. Two synframe half was returned with the complaint that ¿after undergoing the automated washing process, the screws of the synframe half ring were found missing.¿ the device was sent to service and repair and was not repairable. Upon receipt of these devices it was seen that the screws are no longer attached to the half rings, this complaint is confirmed. The associated drawing was reviewed. It is most likely that from years of use and sterilization cycles, the adhesive strength diminished, leading to this condition. The design was found to be adequate for the intended use of this device and the risk assessment acceptably covers this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes manufacturing location could not be identified by lot number so manufacturing location was corrected to synthes corporate location. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.